Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate atp is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The crt-d remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This crt-d remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed the event of atp delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock and the health care professional (hcp) reached out to technical services (ts) to fully understand why it occurred. Ts reviewed the episode, noting it starts with 1:1 atrial driven tachy initially in the monitor (vt-1) zone but then it reaches the ventricular tachycardia (vt) zone. The supraventricular tachycardia (svt) discriminators correctly identify svt but then there is 1x functionally under-sensed atrial beat leading to v greater than a and delivery of anti-tachycardia pacing (atp). The rate then slows to the vt-1 zone again for some time but then eventually speeds up into the vt zone, duration is met and it delivers atp again as the device does not apply discriminators before second burst of atp within one episode. The second burst of atp causes a rate increase into the ventricular fibrillation (vf) zone (set quite low at 195 beats per minute) which leads to vf duration and detection and then a shock. Svt discriminators (also known as detection enhancements) were discussed at length. No other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock and the health care professional (hcp) reached out to technical services (ts) to fully understand why it occurred. Ts reviewed the episode, noting it starts with 1:1 atrial driven tachy initially in the monitor (vt-1) zone but then it reaches the ventricular tachycardia (vt) zone. The supraventricular tachycardia (svt) discriminators correctly identify svt but then there is 1x functionally under-sensed atrial beat leading to v greater than a and delivery of anti-tachycardia pacing (atp). The rate then slows to the vt-1 zone again for some time but then eventually speeds up into the vt zone, duration is met and it delivers atp again as the device does not apply discriminators before second burst of atp within one episode. The second burst of atp causes a rate increase into the ventricular fibrillation (vf) zone (set quite low at 195 beats per minute) which leads to vf duration and detection and then a shock. Svt discriminators (also known as detection enhancements) were discussed at length. No other adverse patient effects were reported. This device remains in service.